Event description:
It was reported to philips that frontal arc x-ray emission failure occurred due to can-bus cable and control board faults on an integris allura 9 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the can-bus cable and control boards and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).